Event description:
It was reported that a large volume infusor leaked within the sealed overpouch. The event was further described as, "distal end luer lock has come off, allowing liquid in infusor to leak out". The clear fill port cap was secured on the top of the device and the blue winged cap was secured to the luer at the end of the tubing; however, the whole distal end luer lock had fallen off. The device contained flucloxacillin 8000mg and sodium chloride 0.9% to total volume of 240ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured december 1, 2023 and december 4, 2023. H11: the actual device was received for evaluation. A visual inspection was performed and observed fluid inside a bag that contained the unit which suggested a leak. Further inspection revealed the cause of leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the condition was determined to be an improper solvent application, during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.